Manufacturer narrative:
The maryland bipolar forceps had charring and/or localized melting on the outer surface of one bipolar yaw pulley. The instrument passed the electrical continuity test. The instrument was found to have damage on the conductor wire insulation at the yaw pulley location. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the maryland bipolar forceps instrument had a burn on the hinge (plastic part). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no electric arcing, and the patient was not harmed. This issue happened when coagulating with another da vinci instrument and the maryland bipolar forceps instrument was damaged.